Event description:
Tip of blade used to make surgical incision for a left knee video arthroscopy and debridement of patello femoral joint procedure broke off in use. Attempts made by surgeon to retrieve metal shard through vacuum and irrigation showed the shard to be irretrievable.